Event description:
Additional information was received indicating that the system continued to exhibit high, out-of-range (oor) shocking lead impedance measurements greater than 125 ohms. Boston scientific technical services (ts) explained the possible causes. The cause of high impedance measurement was still not conclusively determined. The plan is to check the impedance measurement a week after detection of the alert. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that the remote home monitor detected another high out of range shock impedance measurement. It was noted that per the patient's request no further testing or surgical intervention has occurred to determine the cause of this issue. To date the crt-d and rv lead remain in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via the patient¿s remote home monitoring system that this cardiac resynchronization therapy defibrillator (crt-d) detected high out of range shock impedances on the right ventricular (rv) lead. The patient was brought in for shock lead impedance testing and it was noted that the device had migrated. No surgical intervention is planned at this time and the patient will continue to be monitored. The device and lead remain in service.